Manufacturer narrative:
A lot history review (lhr) of asvj0002 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported of suspected leakage of the retro catheter. Product sample available for investigation.